Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that patient presented for leadless pacemaker (lp) implant procedure. During the placement of right ventricle leadless pacemaker (rvlp) into the right ventricle with the delivery catheter, patient experienced a drop in blood pressure. An echocardiogram was performed and revealed pericardial effusion, and pericardial drainage was performed. Since bleeding persisted, it was decided to perform direct hemostasis via thoracotomy. Hemostasis was achieved, and the patient condition was stable.

Event description:
New information noted that cardiac tamponade was confirmed. The lp implantation was aborted, and a transvenous pacemaker was implanted at a later date.